Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported on the left side of a silicone device that "feel the bag", "on the implant itself, there is something wrong." Patient stated "it almost feels that they're deflating" and the left side has a "bump that you can grab". Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported, on the left side of a silicone device. That "feel the bag" "on the implant itself. There is something wrong". Patient stated, "it almost feels that they're deflating". And the left side has a "bump that you can grab". Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: unsatisfactory result: unable to observe, since it is a medical event. And is not related to the device. Lump/nodule: unable to observe, since it is a medical event. And is not related to the device. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed, broken on the radius side assessed, as fold flaw opening. Additional observation: no penetrating nick stress marks. Crease fold observed. No further actions are required, as no issues with the manufacturing process are observed.